Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported by the legal guardian (lg) that the patient developed an infection at the pod¿s infusion site (leg) while wearing the pod between 37 and 48 hours. The infusion site was reported to be red, irritated, itchy and painful. It was also reported that the patient's blood glucose level declined to 48 mg/dl and the patient had symptoms that include fever, vomiting, diarrhea, dehydration, and weakness. The lg took the patient to the hospital and the patient was hospitalized on (B)(6) 2026. The healthcare professional treated the patient with unspecified intravenous fluids and antipyretics, and prescribing unspecified antibiotics for the skin infection and unspecified medication to treat the dehydration. The patient was discharged on may (B)(6) 2026. The patient was able to successfully apply a new pod.